Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on fso 750946361 captured on related pr 1699443. The fse verified the reported error 35 and repushed the p11c software update to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is likely related to a software or configuration issue that was resolved by reprogramming the system.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was currently down and displaying error 35. There was no reported injury.